Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, a scratched display window, and a cracked case near the display window corners that were noted during the visual inspection. It was also noted that the insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test due to moisture damage at the force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was just changing the infusion set and now she has a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 144 mg/dl. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.